Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20067254. Medical device expiration date: 2023-06-30. Device manufacture date: 2020-06-30. Medical device lot #: 20065388. Medical device expiration date: 2023-06-03. Device manufacture date: 2020-06-03. Medical device lot #: 20055829. Medical device expiration date: 2023-05-15. Device manufacture date: 2020-05-08. Medical device lot #: 20045615. Medical device expiration date: 2023-04-06. Device manufacture date: 2020-04-06. Investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from either lot 20067254, 20065388, 20055829 or 20045615. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for the reported lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure or if the patients arm is extended and is hanging below the patients heart. As stated in the directions for use "clamp line when not in use as a safety precaution", "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that reports of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Event description:
It was reported that blood backflowed from the maxzero needleless connector after flushing it with saline. Although the reported batch# is unknown, possible lots include 20067254, 20065388, 20055829, and 20045615. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, mz1000 was used with covidien's dual lumen PICC; after flushing with saline, blood backflow occurred."